Event description:
The manufacturer was made aware of a product complaint on 03/17/2025. It was reported that during a lumbar procedure the proximal end of a straight pedicle probe was hit with a mallet, resulting in the strike cap of the handle breaking off. There were no known patient complications or delay in treatment associated with this complaint. The physician was able to use another instrument to successfully complete the procedure. No additional information available.

Manufacturer narrative:
A visual assessment of the returned straight pedicle probe showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The proximal strike cap of the handle was broken as reported. The root cause of this complaint was unable to be reliably determined, however it could be due excessive force being applied to the instrument or repetitive wear and tear. A DHR review was performed for the instrument lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 05/17/2016, resulting in a lifespan of approximately 9 years. There have been zero other complaints of similar nature for the instrument in the past 12 months. The manufacturer will continue to monitor for reports regarding broken straight pedicle probes and perform complaint investigations as appropriate.